Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2010). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, endometriosis, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events- genital hemorrhage, vaginal haemorrhage, menorrhagia, endometriosis, menstrual cramp, pelvic pain female, vaginal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: newly added events- genital hemorrhage, vaginal haemorrhage, menorrhagia, endometriosis, menstrual cramp, pelvic pain female, vaginal pain, device monitoring procedure not performed, essure insertion and removal date was added, reporter was added, consumer address were updated and race, date of birth was added, lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.